Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1917413-2023-01100 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, blood collection tubes were squeezed. No report of injury or patient impact. The following information was provided by the initial reporter: stage: when opening the package defects: blood collection tubes are squeezed, serious deformation of the situation quantity: 20 pcs. Impact: no impact on patients as well as users.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, blood collection tubes were squeezed. No report of injury or patient impact. The following information was provided by the initial reporter: stage: when opening the package. Defects: blood collection tubes are squeezed, serious deformation of the situation. Quantity: (B)(4). Impact: no impact on patients as well as users.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.